Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue by switching out the vitrectomy (vit) cutter. The system functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2014. Based on qa assessment, the product met specifications at the time of release. The system functioned as intended. The root cause cannot be determined conclusively. The root cause of the reported event can be attributed to a nonconforming vit cutter. However, how or when it became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A customer reported the vitrectomy cutter did not work before a cataract procedure. There was no patient involvement.